Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working, and the pump no longer functioned. Upon revision, a fluid loss was identified; however, the medical staff was unable to locate the source. Consequently, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).